Event description:
Patent on crrt. When rn attempted to disconnect the venous tubing from the dialysis catheter, the tubing broke apart. A portion of the tubing was then embedded in the venous port, preventing use of the dialysis catheter. Dialysis catheter was removed and crrt had to be stopped due to loss of access. Patient remained stable off crrt and was discharged. Manufacturer response for crrt tubing, nx stage tubing (per site reporter): notified 3 days post event. No response to date.